Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips via the customer feedback form that "the poor quality of the cm10 because the machine shows the heart rate was 110 but the nurse found the heart rate of the patient only was 30 by stethoscope." The patient expired.

Event description:
It was reported to philips via customer feedback form that " the poor quality of the cm10 because the machine shows the heart rate was 110 but nurse found the heart rate of patient only was 30 by stethoscope. The patient was expired.

Manufacturer narrative:
The customer contacted the customer care solution center (ccsc) , the customer requested that a philips field service engineer (fse) / authorized service personnel (asp) was dispatched to the customer site. The evaluation results are listed as below: (1) the medical staff confirmed that the heart rate shown on the monitor at that time was in the 70+, not in the 110+ as written when the complaint was first submitted. As the heart rate value of more than 70 did not exceed the upper and lower limits of the set heart rate alarm, the monitor did not alarm at that time (no alarm is normal under such circumstances). (2) basic information of the patient: male, 37 years old, department of respiratory medicine, diagnosed with double lung pneumonia, congenital heart disease, congenital pulmonary hypertension, grade iii cardiac function, cardiogenic pulmonary edema and pericardial effusion after repair of ventricular septal defect. (3) the same device was subsequently used for monitoring other patients on august 16. When monitoring a new patient begins, all current patient data is deleted from the trend database. Therefore, the event log has been deleted. Therefore, it is impossible to further analyze the event log at that time. (4) the service staff used the simulator to monitor the monitor and found no functional problems. (5) the electrode used by the patient on the day of the incident was not the ECG electrode designated by philips. (6) it was found that the hospital personnel did not paste the electrode on the patient preparation of skin (clean skin area), electrode position is not in accordance with the standard, etc. (7) in order to check the patients in the field, philips fse tried to correct the electrode position and use philips 40493d electrode, and the data waveform displayed by the monitor is returned to normal. The engineer fully communicated and explained to the medical staff of the department, emphasized the relevant aspects needing attention and adjustment, and got their understanding and support. Fse provided training on the use of efficia cm10 patient monitor for department staff. Through the above investigation, it can be known that the monitor runs normally when it is used in accordance with the requirements of the product manual, and this incident has nothing to do with the monitor itself. The cause of this problem is most likely related to the use of electrodes (use of electrodes not specified by philips, non-standard paste operation of electrodes, etc.). At present, our company has completed the product use training for the staff of relevant departments, and no further measures are needed for the moment. No subsequent calls have been logged for this device/issue. There is minimal health risk. No further investigation or action is warranted at this time. No corrective action is warranted at this time as this device did not cause a death or serious injury. The available information from this report does not support that this failure represents a systemic, design, or labeling problem.